Event description:
It was reported that during use of atrial lead numerous episodes of atrial overdetection exhibited. Reproduction of over-detection during abduction maneuvers. No programming changes and the atrial lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.